Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and had an outer insulation breach due to environmental stress cracking while in vivo.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.